Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate treatment management, the patient did not bolus via the pump for about 16 hours prior to hypoglycemic event).

Manufacturer narrative:
Follow up #1: submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed the following: (B)(6) 2013 at 15:16 replace cartridge alarm. (B)(6) 2013 at 23:50 replace cartridge alarm confirmed; insulin delivery resumed. (B)(6) 2013 at 09:41 pump suspended. (B)(6) 2013 at 11:08 insulin delivery resumed. (B)(6) 2013 at 22:44 pump suspended. (B)(6) 2013 at 13:14 insulin delivery resumed. (B)(6) 2013 at 13:44 replace cartridge alarm. (B)(6) 2013 at 15:44 replace cartridge alarm confirmed; insulin delivery resumed. (B)(6) 2013 at 04:41 pump suspended. Insulin delivery was not resumed until (B)(6) 2013 at 17:53. The last bolus and basal deliveries were recorded on (B)(6) 2013. The total daily doses correctly add up to the user¿s programmed basal rate and only typical usage alarms and warnings were observed in the alarm history. The pump was exercised for 29 hours and was found to be operating within specifications. The complaint was not able to be duplicated during the investigation.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a loss of prime. The patient's blood glucose (bg) at the time of the call was 36 mg/dl. The patient was disoriented at the time of the call and the call was then completed with the mother of the patient. The patient was treated with juice and sugar packets. The patient's bg ten minutes later was 51 mg/dl and 25 minutes later their bg was 80 mg/dl. Customer support (cs) reviewed the pump history with the mother and last bolus was on the morning on (B)(6) 2013 for a total of 3.55 units. The basal history showed a total of 53.761 on (B)(6) 2013. The prime history showed that the last prime was on (B)(6) 2013, in the amount of ten units. The pump did show a prime of 0.00 a few minutes prior to call to cs. The mom reports she believes that the patient changed her cartridge yesterday and a review of the prime history does not indicate this. Cs determined all settings were correct. The patient may have manually bolused or bolused with a syringe. Advised mom to speak with healthcare professional about adjusting basal rate since no bolus was given by pump for about 16 hours prior to low bg. Cs attributed this event to diabetes management. This report is being made due to the patient's alleged hypoglycemic event that resulted from an inadequate treatment management.